Event description:
Procedure type: low anterior resection. According to the reporter: on (B)(6), the procedure was performed and completed without problem. Minor leak occurred on (B)(6), and the next day re operation was performed to create stoma. No reinforcement material was used. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).